Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose was 562 mg/dl. Customer administered manual injections to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.